Manufacturer narrative:
The polyaxial screws were implanted and remain in the patient. Reviews of the device history records cannot be performed as the lot codes are unknown. The surgeon was contacted and he indicated that the concomitant device set screws popped out of the heads of the polyaxial screws during tightening but this was not definitively attributed to head splay. It appears that the screw on the patients right lumbar side may have been cross-threaded due to the patients difficult anatomy and the flex clip instrument may not have been completely attached to the screw according to the initial contact. However, this cannot be positively determined. No conclusions can be made at this time. Device implanted.

Event description:
Contact reports that during an l2 pelvic fusion case, the heads of two polyaxial screws at two different levels became splayed. The splaying occurred while trying to reduce the spinal rod using a flex clip reducer instrument. One screw is at the patient's l4 (7.0 x 50mm screw) and the other is the patient's left pelvic screw (7.0 x 80mm screw). The procedure was an l2 to pelvic fusion with a plif at l2-3 using concorde bullet lordotic cages. There was previous instrumentation at l3-s1 that was removed during the procedure. The surgeon was able to place a stable set screw at the pelvic level but was unable to properly seat a set screw at the l4 level, in the middle of the construct, due to the splaying of the screw head. Both polyaxial screws remain in the patient. See mfg medwatch report no. 1526439-2012-00091 for the other polyaxial screw that was involved in this event.